Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/1.5 mm balloon ruptured at 10 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the distal right coronary artery. The physician used a medikit introducer sheath for vascular access. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'stable'.